Event description:
It was reported to philips the physician tried to apply shock using internal paddle during heart surgery operation but the shock was cancelled. Another defibrillator was used to treat the patient. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. No ECG monitoring strips or case event files were provided to philips for review. A philips field service engineer (fse) evaluated the device. The reported issue was not confirmed, however, the internal failed was out of spec during a conduction test. The issue was traced to a faulty internal paddle. The fse ordered a replacement internal paddle. The defibrillator passed all performance assurance tests and was placed back into use with the customer.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips the physician tried to apply shock using internal paddle during heart surgery operation but the shock was cancelled. Another defibrillator was used to treat the patient. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.